Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain/minor pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("I have been feeling like someone has a knife in my lower abdomen since the day"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: pelvic pain, lower abdomen pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: content from social media received. Case upgraded to serious incident. Essure removal information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.